Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported during the implant procedure that when connecting the high voltage lead to the implantable cardioverter defibrillator (ICD) there was high impedance with the rv coil port. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.